Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 496 mg/dl. Reportedly, the cartridge was low on insulin resulting in an empty cartridge and lack of insulin delivery throughout the night. The customer was treated with intravenous insulin and saline, and was released from the ICU on 10/3/2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.